Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in germany, regarding a 29mm sapien 3 transcatheter heart valve implant in aortic position by transfemoral approach during procedure, it was not possible to cross the commander delivery system with crimped valve through the esheath. The sapien 3 29mm was fixed in the non-expandable part of the esheath. The esheath and delivery system (ds) were pulled back as single unit. A new esheath and valve and ds were used. This time, no difficulties were encountered when crossing the valve though the esheath and the sapien 3 29mm was implanted in correct position. The puncture site closed with prostyle-system without bleeding or other vessel complication. Patient was fine post procedure. As per initial evaluation observations of the returned device, an esheath distal tip split could be observed.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for the sheath distal tip split was confirmed through evaluation of the returned device. However, no manufacturing non-conformances that would have contributed to the complaint event were identified. Reviews of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported ''during procedure, it was not possible to cross the commander delivery system with crimped valve through the esheath. The sapien 3 29mm was fixed in the non-expandable part of the esheath. The esheath and delivery system were pulled back as single unit.'' Per the training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Calcification can subject the sheath to suboptimal angles which can lead to non-coaxial alignment and increased interaction between the devices. Calcification can create a constrained condition during sheath insertion, where sharp nodules of calcification can interact with the sheath tip directly and lead to the reported split. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.